Event description:
The reporter stated that during a revision surgical spinal procedure for the elective removal of the coral spinal system, as the surgeon took off the locking caps and rods, the collets were observed to be disintegrated and the screw head came off. The patient's bone in this area of the lumbar vertebra (l1) screw was seen to have fused. Surgery was completed uneventfully.

Manufacturer narrative:
A review of the device history record showed no anomalies. An investigation has been initiated based upon the reported information.